Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device turn knob was loose and detached due to missing pin. It was found that the hole in the knob showed clear signs that the pin was installed. The seal inside was damage and failed pre-test for general condition and check function of the locking knob. Therefore, the reported condition was confirmed. The assignable root cause could not be determined since there were signs that the pin was installed.

Event description:
It was reported that the saw attachment device did not work anymore. During service and evaluation, it was determined that the device turn knob was loose and detached. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed.